Event description:
On (B)(6) 2010, bleeding was noted on the left chest at the old site removal and on the right chest at the new implant site. On (B)(6) 2010, a hematoma was noted at the implant site. The patient was treated with keflex and monitored; the hematoma resolved by (B)(6) 2010. On 2010, the patient presented due to diaphragmatic stimulation he had been experiencing since 2010. The lead exhibited loss of capture. A chest x-ray found that the lead had dislodged. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.